Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called and requested reprogramming, so a rep met with her on (B)(6) 2019. In the meeting, the rep asked what she would like reprogrammed and the patient stated, ¿I haven¿t felt any stimulation on the left since my fall¿. The rep interrogated the ins and checked for impedances. The lead 0-7 showed all electrodes measuring 40,000 (do not use). The rep also checked connectivity of the leads to the ins and lead 0-7 showed that all electrodes were red with an x. The patient fell (B)(6) 2018 on ice. When she fell, she fell hard on her right side and broke her right wrist. The programming would only cover the right side. The rep spoke with the hcp and informed them of the patient¿s issue. The hcp reported that the patient was seen (B)(6) 2019 and x-rays were taken of the leads, which showed no lead migration. No x-ray was taken of the battery. The patient has a return appointment scheduled for tuesday (B)(6) 2019. The nurse put a note in the chart to repeat x-rays. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had been scheduled for a lead revision on (B)(6) 2019, but it was cancelled per the provider. The patient had an MRI and was referred to a surgeon for a laminectomy per the results. The patient is waiting to see the surgeon for recommendations before proceeding with the revision. No further complications are anticipated.